Event description:
It was reported that the patient presented to the ER after receiving vibratory notification. Upon interrogation, the device was found to be at eri. The remaining battery longevity dramatically dropped from the expected longevity since last check up. Device was explanted and replaced without complication.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device had no communication upon receipt due to low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.